Event description:
Philips received a complaint on the heartstart mrx device indicating that the paddles test failed. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on-site at the customer's location. It was found that the device fails the paddle test and displays an 'x' on the rfu indicator. Despite reinstalling the software to the current version f.03.07, the issue remains unresolved. A new therapy plug was also installed, but no positive result. Since the mrx model is no longer supported by philips and replacement parts for this defibrillator are unavailable. The device remains at the customer site and no further evaluation is warranted at this time.